Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the 0, 1, 2 and 3 keys to be intermittently inoperable caused by a failed keypad. The remaining keys were tested and were found to be functioning as expected. The failed keypad was replaced through front case replacement. Additional information: (B)(4)

Event description:
It was reported that a spectrum pump had a inoperable keypad with "the 0 and 3 buttons not working". Any patient involvement, injury or medical intervention is unknown.